Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Seven events were reported for this quarter. Seven devices were received for evaluation; one event was duplicated during testing. Six events were not duplicated during testing; however, the devices were not within specifications. Five devices were found to be affected by corrosion. Two devices were found to have a damaged internal component. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events, in which the device smoked. One reported event had no patient involvement; no patient impact. Six reported events had patient involvement with no patient impact.